Manufacturer narrative:
(B)(4). Returned meter evaluated on 05/19/2016 with no defect found. Test strips and control solution not returned for evaluation. Most likely underlying root cause of malfunction: environmental testing conditions.

Event description:
Consumer complaint for high glucose control and blood glucose test results. The customer called and stated she was not confident in the results received on her truebalance meter. She performed a comparison between the true result and the true balance with 2 minutes and found the true balance was reading 164 mg/dl, outside of her fasting range of 81-93mg/dl and the true balance was reading 73 mg/dl. The customer feels well and did not report any symptoms and no medical attention needed. The product is stored according to specification. The test strip lot manufacturer's expiration date is 1/31/2018 and the vial's open date was undisclosed. Customer was advised that the vial of strips does expire within 120 days and I advised the patient to replace the strips if they were expired. The meter memory was not reviewed.